Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage to the 8th strut from the distal end of the unit, the strut was raised from balloon on one side and moved in distal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination no damage along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01apr2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 33mm in length, 4.0mm in diameter, concentric and the de novo target lesion was located in the severely tortuous and non calcified right coronary artery. The lesion contained a >=90 degrees bend. After a non-bsc guidewire crossed the lesion, pre-dilation was performed using a balloon catheter. Then a 4.00x38mm promus element ¿ long stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.